Event description:
During a remote follow up, post paced t wave oversensing due to fusion was noted on the device. Technical support was contacted, and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.